Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, black dust/dirt particle contamination on bottom enclosure, top enclosure, and on rear panel was found. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.